Manufacturer narrative:
A ge representative evaluated the system and replaced a potentiometer. The system operates as intended.

Event description:
The customer reported the system intermittently displayed a motion error. No pt injury was reported.